Event description:
Same as MDR ID # 2134265-2013-03530 and MDR ID # 2134265-2013-03529. It was reported that during a coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
The unit was returned for evaluation. The lcd display cover was damaged. The unit meets its specifications during functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same as MDR ID # 2134265-2013-03530 and MDR ID # 2134265-2013-03529. It was reported that during a coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure.